Event description:
It was reported that the clip and automatic ligation applier were used to perform lobectomy in the operating room. One of six clips was found broken in the center. Stopped using immediately. There was no harm on the patient. Replace the same lot clip and automatic ligation applier and there were no similar problems found on the same batch of products. Additional information states: the clip was broken after being uploaded into the applier prior to the patient; no patient was involved. Confirmed with the customer, it is suspected that the jaw of the applier is misaligned, and the applier involved have been replaced.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73h1800622 was manufactured on 08/22/2018 a total of (B)(4) pieces. Lot was released on 08/31/2018. DHR investigation did not show issues related to complaint. P/n 544230 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production p/n 544240 hemolok l clips 6/cart 84/box, lot# 73m1900206, the samples were functionally inspected, and during the test issue reported "broken/detached parts " was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip and automatic ligation applier were used to perform lobectomy in the operating room. One of six clips was found broken in the center. Stopped using immediately. There was no harm on the patient. Replace the same lot clip and automatic ligation applier and there were no similar problems found on the same batch of products. Additional information states: the clip was broken after being uploaded into the applier prior to the patient; no patient was involved. Confirmed with the customer, it is suspected that the jaw of the applier is misaligned, and the applier involved have been replaced.